Event description:
Initial tsh result 0.081 uiu/ml repeat 1.92 uiu/ml, sample repeated a second time and recovered 1.90 uiu/ml. The initial result was not reported. The field service representative determined, there was a problem with the probe and the probe wash water volume. The instrument was repaired.